Event description:
Dried blood spot samples are collected on whatman body fluid collection paper bfc180. These samples are used for neonatal testing and specifically in this case, screening for biotinidase deficiency. The testing lab noted that reduced response rate results occurred with more frequency, and an investigation by the test lab determined that the potential increase in false positives could be isolated to a specific batch of collection paper. The state requesting the testing was notified and the MFR was also subsequently notified.